Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were included in the article. Citation: geitenbeek, r.t.j.; et al. An international multicentre retrospective cohort study evaluating robot-assisted total mesorectal excision in experienced dutch, french, and united kingdom centres¿the eureka collaborative. Cancers 2025, 17, 1268. Https://doi.org/10.3390/cancers17081268. Section a2 - patient information age: reflects the study's mean years patient age. The patient's gender is selected as male, as 65% of the patient population is male. Section d4 - the procedures in the article were performed on either da vinci si/x/xi systems. There was no differentiation provided regarding which system was used per procedure.

Event description:
A review of the article was conducted which aimed to evaluate the short-term clinical and long-term oncological outcomes of robot-assisted total mesorectal excision (r-tme) in high-volume european centres. The study, designed as an international multicentre retrospective cohort analysis, evaluated 1390 patients undergoing robot-assisted total mesorectal excision between january 2013 and january 2022. The article noted that during these dv surgeries, intraoperative complications were reported in 67 patients, with conversion to open or laparoscopic surgery required in 52 cases. Types of intra-operative complications were bleeding in 3 patients, perforation in 20 patients. Post op complications within 31 days reported in 322 patients which included ileus reported in 132 patients, wound infection in 67 patients, bleeding in 25 patients. Readmission within 30 days occurred in 189 patients, re-intervention within 31 days occurred in 144 patients. Anastomotic leakage occurred in 115 patients. There were no specific da vinci device malfunctions reported, and no indication that isi products caused or contributed to any adverse event. Isi has reached out to the author; no information is available as of now.